Event description:
It was reported that, during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The physician attempted to direct stent the 80% stenosed lesion in the severly tortuous, no calcified vessel with a taxus express2 4.5x24mm drug eluting stent. The physician tried to remove the stent after experiencing difficulty crossing the lesion. When the stent delivery system was removed, they discovered that the stent was no longer on the balloon. The physician was unable to locate the stent in the body. It was thought to have "migrated towards the big toe". No pt complications were reported. Pt status is satisfactory.

Event description:
It was further reported that the saphenous vein graft was off of the left anterior descending artery. The physician had removed the stent delivery system and reinserted it for a second time when the stent dislodged. The physician was not able to visualize the dislodged stent and therefore was unable to retrieve the stent.